Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement was noted on the right ventricular (rv) lead approximately ten weeks post implant.  The lead was explanted and replaced. No patient complications have been reported as a result of this event.